Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available to be returned for evaluation; however, device history is pending.

Event description:
The event involved a 5.5" (14 cm) appx 0.37 ml, smallbore bifuse ext set w/2 chemoclave®, spiros® w/red cap, 2 clamps where it was reported that the patient was admitted for chemo; typical set up with hazardous medline, hazardous syringe, and mivf line with a trifuse spiros at the end. Prepared line by resource rn. Spiros clicked into place and able to swivel with a c-clamp on. Patient had already infused fluid boluses and then took a walk in the hallway. In the hallway blood started to back up into patient line and leak out of the hazardous medline at the site of the spiros while patient was riding a toy car. Patient stopped and line was disconnected from trifuse and hazardous medline was saved to give to management. There was patient involvement and no injury.